Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. Additional info received indicated that the customer had not received any further occlusion alarms.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level during the alarms was not reported; however, it was currently at 220 mg/dl. As the customer had changed the cartridge and infusion set since the alarms, tandem technical support was unable to perform a system check to determine a possible cause of these occlusions.